Manufacturer narrative:
Preventive maintenance was last performed in dec-2023. A general reagent problem can be excluded as calibration and quality control were acceptable. The investigation did not identify a product problem. The root cause was consistent with a customer's handling error / isolated pipetting error.

Event description:
There was an allegation of questionable chol2 results for 1 patient sample on a cobas integra 400 plus module. The initial result was 527.92 mg/dl. The physician questioned the result and the sample was repeated. On (B)(6) 2024 the sample was repeated and the result was 263.83 mg/dl.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The customer's calibration and qc results were ok. A precision check was performed and the results were acceptable. The investigation is ongoing.